Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, clips were not being placed correctly using the medium-large clip applier instrument. The clips uncontrollably slipped out of the delivery mechanism. This prevented the customer from stabilizing properly in the work area. Additionally, the customer reported protruding and frayed material/fibers on the instrument. The hospital refused to provide any further information. There was no report of any patient harm or injury.